Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The pod had been worn on their right arm for longer than 48 hours. The patient had changed their pod on sunday (B)(6) 2026. The patient¿s bg levels were elevated but fairly steady on (B)(6) 2026. On (B)(6) 2026, the bg level dropped to 77 mg/dl. The patient took extra carbohydrates to bring up their levels. By 15:00 on (B)(6) 2026, the patient¿s bg rose to greater than 400 mg/dl. The patient took multiple correction boluses, and the patient proceeded to the emergency room (ER) as they were vomiting and fearful of diabetic ketoacidosis (dka). The patient¿s spouse stated the bg levels rose to greater than 500 mg/dl. The patient reported they always use their right arm for their pod sites. The patient was diagnosed with hyperglycemia and dka. The patient was treated with intravenous fluid and insulin. The patient changed their pod at 01:00 on (B)(6) 2026 and bg values came back down to 70 mg/dl at 04:30. The patient was discharged from the ER on (B)(6) 2026 after being there for a few hours.